Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two sections. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an alert for high hv lead impedance was observed. Lead fracture was observed via x-ray. The lead was explanted.